Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that before an unspecified procedure using the subject device, the grasping part was broken off. Then, the patient was anaesthetized but the list hadn't started when this occurred. The intended procedure was completed with another device. There were no delays to the list. There was no patient injury reported. The subject device was returned to omsc for investigation on june 28, 2021. Omsc found that the probe was broken off at 10.5mm from its tip.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Foreign material that looked like tissue was building up near the outerpipe. The probe was found to be broken off at 10.5mm from its tip. The coating of the probe was peeled off and the exposed probe surface was found to have scratch. It indicated the probe had cracked from the scratch then broken off. There were no scratches nor marks in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The device history record of osta for the lot indicated no anomaly with the event-related items below. - inspection from the condition of the device, it was presumed that the device was used during procedure. However based on the physical investigation result, the exact cause of the event couldn¿t be exclusively identified. From the past investigation results, it is likely the probe broken occurred by the following mechanism: when output in seal & cut mode, the probe came in contact to metal or a surgical instrument. This caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added some load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #88010047-2021-08499. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.